Event description:
It was reported that resident was in bed with right side rail in the up and locked position. Resident states she grasped the side rail for support while repositioning herself in bed. When the rail fell striking her hand, she sustained two lacerations, evaluated in hosp emergency room where she received sutures to close the injury. Staff attempted unsuccessfully to duplicate the incident. The following day again the side rail fell when leaned on, that same day the maintenance supervisor again attempted to duplicate the incident, but was unable too. Maintenance staff reinstalled the side rail on a test bed and attempted to duplicate the incident, they were unable, however the side rail has been removed from service.